Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl. Troubleshooting was not performed. It was found that the customer has treated the high blood glucose event with the insulin pump. It was unknown if the customer was using the pump within 48 hours of the reported event. The auto-mode feature was not active. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08720 inches. Successfully downloaded the trace and history files using thus. The pump was programmed with a guardian link 3 transmitter and test plug. The pump was calibrated to the programmed test values properly. The pump was monitored for a day while connected to the transmitter and test plug. No unexpected pump-to-transmitter communication errors, calibration errors, or additional unexpected sensor-related errors were noted. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, missing display window cover, broken belt clip rails, stained serial number label, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. The pump passed all functional testing. High bg and sensor anomalies are not confirmed. The pump history file lists 66 boluses on the event date, 7/30/2023. Please see below for the first 10 boluses listed on the event date, 7/30/2023: (B)(6) 2023 05:51:24.000 normal bolus delivered bolus programming method = bolus wizard normal bolus amount programmed = 2.7 bolus amount delivered = 2.7 (B)(6) 2023 07:45:34.000 normal bolus delivered bolus programming method = bolus wizard normal bolus amount programmed = 2 bolus amount delivered = 2 (B)(6) 2023 08:30:10.000 normal bolus delivered bolus programming method = bolus wizard normal bolus amount programmed = 1.8 bolus amount delivered = 1.8 (B)(6) 2023 10:26:27.000 normal bolus delivered bolus programming method = cl1 micro bolus (670 only) normal bolus amount programmed = 0.05 bolus amount delivered = 0.05 (B)(6) 2023 10:31:46.000 normal bolus delivered bolus programming method = cl1 micro bolus (670 only) normal bolus amount programmed = 0.075 bolus amount delivered = 0.075 (B)(6) 2023 10:36:45.000 normal bolus delivered bolus programming method = cl1 micro bolus (670 only) normal bolus amount programmed = 0.125 bolus amount delivered = 0.125 (B)(6) 2023 10:41:39.000 normal bolus delivered bolus programming method = cl1 micro bolus (670 only) normal bolus amount programmed = 0.025 bolus amount delivered = 0.025 (B)(6) 2023 10:51:54.000 normal bolus delivered bolus programming method = cl1 micro bolus (670 only) normal bolus amount programmed = 0.05 bolus amount delivered = 0.05 (B)(6) 2023 11:01:35.000 normal bolus delivered bolus programming method = cl1 micro bolus (670 only) normal bolus amount programmed = 0.05 bolus amount delivered = 0.05 (B)(6) 2023 11:06:35.000 normal bolus delivered bolus programming method = cl1 micro bolus (670 only) normal bolus amount programmed = 0.1 bolus amount delivered = 0.1 please see below for the daily total of all insulin delivered on the event date, 7/30/2023: (B)(6) 2023 00:00:00.000 dailytotals daily total collection start time = (B)(6) 2023 00:00:00.000 daily total of all insulin delivered = (B)(6). Daily total of basal insulin delivered = (B)(6). Daily total of bolus insulin delivered = (B)(6). There were no auto suspend events on the event date, 7/30/2023. There were no user suspend events on the event date, 7/30/2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.